Event description:
Routine complaint investigation identified a lack of precision issue. Value of 279 mg/dl and greater than 600 mg/dl were obtained within 2 minutes. The values were plotted onto the clarke error grid, which indicates the readings to be clinically significant. No death, serious injury or medical intervention was reported.